Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
. A getinge field service engineer (fse) evaluated the unit and was unable to replicate the user complaint. As a precaution fse replaced compressor, scroll, temperature sensor, threaded probe, muffler <100 micron. Fse then tested safety and functionality and released the iabp for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following parts associated with this complaint: temperature probe and compressor. These parts were received with a reported unit failure message of gas loss alarm and over temperature alarm. Performed visual inspection of both parts received and parts looks to be in good condition. Installed the compressor and temperature sensor probe into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department pumped the unit for 3 hours and could not observe any alarms. The failure analysis and testing department could not verify the failure message of gas loss alarm and system over temperature alarm . Both parts passed testing. Retaining both parts in the fat dept. As per procedure (B)(6) rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit surfaced various gas loss alarms and system overtemperature alarms. Users swapped out console to continue treatment without issue. There was no patient harm reported.